Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the anterior cervical fusion surgery, the case was broken into 2 pieces. The surgeon changed another one to complete the surgery. There was no report on patient injury. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the cervios wedge-shaped size 7 made from peek (plastic) is broken in half through its center due to an unknown source. Beside of some mashed teeth of the ribbing on one side of the center bore no other damages are visible. The implant shows correct of size 7 etch for the article number in question. Because of the damage the breakage relevant dimensions cannot be checked to print specifications anymore. Manufacturing and inspection records indicated no problems with the lot in question during manufacturing. (B)(4) pieces were manufactured and distributed worldwide; until today no other similar event of the article and lot number in question was reported. We are not able to determine the cause of breakage. Based on our findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that these parts were made had no ncrs and certificates were found to be in order. Review of the device history records showed that there were no potential issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.